Event description:
I received the malem alarm 3 days ago. On inserting batteries, the alarm got hot, then cooled down, then hot and then again cooled down like a cycle. I took out the batteries and set it aside. Tried it again last night. The alarm seemed to be acting normally so I set it up on my daughter. Last night, your daughter's malem bedwetting alarm sporadically heated up when it was used for 3 hrs. The alarm was extremely hot and short circuited from the inside. The heat caused the batteries to leak and the battery leak has burnt my daughter. She has been bruised and scarred by the burns. The clinic is giving her first aid. Currently she has red patches and rash from the battery leak. The clinic has told us to report this to the FDA.